Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had also resulted as expected upon repeat testing on the same instrument. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The operator than transferred the sample into a sample cup and repeated it on an alternate dimension rxl max instrument and it resulted lower. The sample cup was then run on the same instrument and also resulted lower. The corrected result was issued to the nursing station prior to the initial result being viewed by the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.